Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned and no other evidence was provided for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Based on the nature of complaint some of the possible causes of failure are: guide sleeve not aligned with proximal hole of nail due to improper positioning of nail, deformation of k-wire during use, incorrect positioning of sleeve (superior instead of inferior) etc. The operative technique guide instructs the user that ¿if the k-wire is positioned incorrectly, remove the k-wire and correct the nail position by rotating the targeting arm while avoiding applying soft tissue pressure, or by adjusting the depth of the nail. If a more proximal position is required, the delta strike plate may be threaded into the targeting arm and backslapping may be performed using the slotted hammer to carefully extract the assembly. Any adjustments to the nail require verification of k-wire placement with fluoroscopic.¿ if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, while using the t2 alpha pf nail, the surgeon put the nail down the canal and was using the recon locking construct and went to put the inferior wire in using the threaded recon wire and tried to adjust the trajectory anterior and the wire continuously missed the nail anterior. Because the wire would not go through the nail, the doctor was forced to use a different locking configuration which delayed the case. Surgical delay of 30 minutes without additional anesthesia to the patient.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
It was reported that, while using the t2 alpha pf nail, the surgeon put the nail down the canal and was using the recon locking construct and went to put the inferior wire in using the threaded recon wire and tried to adjust the trajectory anterior and the wire continuously missed the nail anterior. Because the wire would not go through the nail, the doctor was forced to use a different locking configuration which delayed the case. Surgical delay of 30 minutes without additional anesthesia to the patient.